Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed both rite (returned instrument test evaluation) electrical and functional tests. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use undetermined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 16:47:18. During night drain cycle two, the patient's ultrafiltration reading was 2249ml, indicating the home patient (hp) drained 2249ml more than their maximum programmed fill volume of 2700ml. No additional information is available.